Manufacturer narrative:
Patient information is not available for reporting. The event of intra-operative device breakage reportedly occurred on (B)(6) 2015. However, based upon the provided part/lot information, the device was not manufactured until january 8, 2016. Further clarification pertaining to part/lot numbers and dates are being requested. Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4) - manufacturing date: january 8, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dynamic hip screw (dhs) guide wire broke during a surgical procedure on (B)(6) 2015. It was noted that the breakage occurred during over-drilling of the guide wire prior to screw insertion. The peripherally broken piece was retrieved, but the remainder of the device was left in situ. As the guide wire could not advance further, the implant could not be implanted. A second procedure was performed on an unknown date due to a newly sustained fracture. During that procedure, the retained portion of the guide wire was removed. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The event of intra-operative device breakage reportedly occurred on (B)(6) 2015. However, based upon the provided part/lot information, the device was not manufactured until january 8, 2016. The reporting facility confirmed the reported event date as (B)(6) 2015 and the lot number as previously reported. Without additional information or receipt of the subject device, this discrepancy cannot be resolved. All information known to the manufacturer has been reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: dhs angle guide (part unknown, lot unknown, quantity unknown).